Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly the recipient suffered from a swelling and redness at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any reported issue. However, the presence of the device might have contributed to its subsequent development. Further in situ measurements in 2015 showed two channels involved in a short circuit due to undetermined reasons. This is a final report.

Event description:
The user's device was explanted.

Event description:
The user's device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.